Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen1206 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during PICC placement of a 4fr. Double lumen PICC, after placing ultrasound gel in probe cover and going to place rubber band around transducer, the inserter noticed a small pin hole on the end seam causing the gel to be squeezed out onto the sterile side. No sharp objects were in contact or near cover when this happened. Inserter described a small pin hole slit in the seam. "No pt. Harm reported".